Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had a fall in (B)(6) 2016 and the fall dislocated the implantable neurostimulator (ins). The patient was going to have surgery on (B)(6) 2016 for the ins, but was not sure if they were replacing the ins or just repositioning the ins. No symptoms were reported. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No troubleshooting was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.